Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a mildly calcified and moderately tortuous lesion exhibiting 95% stenosis located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformed in vivo during positioning/advancement. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. Procedure was completed with a non-medtronic device. The patient is alive with no injury.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.